Event description:
It was reported that an aero c cage anchor disengaged intra-operatively. An x-ray was taken during the procedure to confirm the position of the aero-c anchor and it was discovered that the anchor was implanted beyond the posterior end of the aero c cage. The cage and the anchor were removed. The procedure was completed successfully by using alternate devices.

Manufacturer narrative:
Correction: d4 was corrected from '163952' to '163932'.

Manufacturer narrative:
Visual inspection: the cage was returned with one anchor still attached. This anchor was pushed through anchor stop and is outside of the cage. The cage is also deformed and bent. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: the anchors are designed to engage both the anterior and posterior aspects of the jacket. The locking tab of the anchor engages the interior surface of the anterior face of the jacket to lock the anchor in place and prevent anterior migration (back-out) of the anchor. A stop feature engages the exterior surface of the anterior portion of the jacket to prevent posterior migration of the anchor. The returned cage had the anchor pushed past the anchor stop. This can be caused by excessive force during implanting the anchor. The surgeon reported that excessive force was used and possibly the pilot cutter was accidently used to tamp the anchor, which combined could cause the anchor to push through the stop.

Event description:
It was reported that an aero c cage anchor disengaged intra-operatively. An x-ray was taken during the procedure to confirm the position of the aero-c anchor and it was discovered that the anchor was implanted beyond the posterior end of the aero c cage. The cage and the anchor were removed. The procedure was completed successfully by using alternate devices.

Event description:
It was reported that an aero c cage anchor disengaged intra-operatively. An x-ray was taken during the procedure to confirm the position of the aero-c anchor and it was discovered that the anchor was implanted beyond the posterior end of the aero c cage. The cage and the anchor were removed. The procedure was completed successfully by using alternate devices.

Manufacturer narrative:
Visual inspection: the cage was returned with one anchor still attached. This anchor was pushed through anchor stop and is outside of the cage. The cage is also deformed and bent. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: the anchors are designed to engage both the anterior and posterior aspects of the jacket. The locking tab of the anchor engages the interior surface of the anterior face of the jacket to lock the anchor in place and prevent anterior migration (back-out) of the anchor. A stop feature engages the exterior surface of the anterior portion of the jacket to prevent posterior migration of the anchor. The returned cage had the anchor pushed past the anchor stop. This can be caused by excessive force during implanting the anchor. The surgeon reported that excessive force was used and possibly the pilot cutter was accidently used to tamp the anchor, which combined could cause the anchor to push through the stop.

Event description:
It was reported that an aero c cage anchor disengaged intra-operatively. An x-ray was taken during the procedure to confirm the position of the aero-c anchor and it was discovered that the anchor was implanted beyond the posterior end of the aero c cage. The cage and the anchor were removed. The procedure was completed successfully by using alternate devices.